Event description:
Same case as MDR ID: 2134265-2015-00240. It was reported that guidewire fracture and vessel perforation occurred. Vascular access was obtained via the femoral artery. The (B)(6) stenosed, eccentric shaped, 20mm in length, de-novo lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad) containing a bend of <= 45 degrees. The physician advanced a 330cm rotawire¿ and 1.25mm rotalink burr to the lesion in high speed mode at 190,000rpm. During the fourth ablation, the rotawire fractured approximately 20cm from the tip. The physician was not aware at the time that the rotawire had fractured and continued ablation. As a result a vessel perforation occurred. The patient needed emergency coronary artery bypass grafting (CABG). After the emergency CABG, the patient was stable. The patient was seen in the cath lab six days later so the physician could remove the fractured portion of the rotawire¿ out of the patient's body.

Event description:
Same case as MDR ID: 2134265-2015-00240. It was reported that guidewire fracture and vessel perforation occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric shaped, 20mm in length, de-novo lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad) containing a bend of <= 45 degrees. The physician advanced a 330cm rotawire¿ and 1.25mm rotalink burr to the lesion in high speed mode at 190,000rpm. During the fourth ablation, the rotawire fractured approximately 20cm from the tip. The physician was not aware at the time that the rotawire had fractured and continued ablation. As a result a vessel perforation occurred. The patient needed emergency coronary artery bypass grafting (CABG). After the emergency CABG, the patient was stable. The patient was seen in the cath lab six days later so the physician could remove the fractured portion of the rotawire¿ out of the patient's body.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has wire broken, as part of overall visual revision. The device returned fractured in two sections. Moreover, the part#1 (proximal section) is kinked at 302.2cm approx. From the proximal end; and the part#2 (distal section) has the spring tip kinked. The guidewire overall length for part#1 was 327.0cm approximately and the guidewire overall length for part#2 was 4.3cm approximately. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes....exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery... Potential adverse reactions which may result from the use of this device include but are not limited to: vessel trauma (dissection, perforation, rupture or injury)." (B)(4).